Manufacturer narrative:
(B)(4).

Event description:
The pt came in for a pump refill. Before the physician filled the pump, the physician saw inflammation of the pump. The pt was hospitalized. The next day, the pump was explanted due to infection. It was noted that the pt remembered having local pain at the pump site in early (B)(6); the physician felt that the pain was probably normal postoperative pain. The pt was treated with IV cefotaxin and oral ospen. The pt recovered as of (B)(6) 2010. The physician planned to reevaluate the pt 3 months post explant for another pump implant. The device system was used to deliver prialt.